Event description:
Device 3 of 5; reference MFR.report#:1627487-2019-03959, 1627487-2019-03960,1627487-2019-03962, 3006705815-2019-01160. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the leads were explanted and replaced. Patient now has effective therapy.